Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right ventricular lead failed to be retracted. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Visual and x-ray inspection of the lead did not find any anomalies.